Manufacturer narrative:
Product analysis ¿ as found condition: the pipeline flex braid was returned inside the inner pouch, biohazard bag, and shipping box. ¿ visual inspection/damage location details: the distal and proximal ends of the braid were found open and frayed. The middle of the braid was open and no damage. No other anomalies were observed. ¿ testing/analysis: n/a ¿ conclusion: based on the returned device, the customer complaint was not confirmed, as the middle of the braid were found open and no damage. However, the distal and proximal of the braid were open and frayed. The cause of the failure to open could not be determined. Possible causes of failure to open include vessel tortuosity, a damaged braid, or deployment of the braid in the vessel bend. The customer indicated that vessel tortuosity was minimal, eliminating it as a potential cause. It is possible that the damaged braid and deployment in the vessel bend may have contributed to the failure to open. The braid can become damaged due to resheathing more than 2 times, over-manipulation, deployment technique, delivering/retracting delivery wire against resistance, or deploying/resheathing the braid against resistance. However, the cause of the braid damage could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that a pipeline twisted and failed to open. The patient was undergoing surgery for treatment of a saccular, unruptured clinoid segment aneurysm with a max diameter of 4.6mm and a 3mm neck diameter. The landing zone was 3.5mm distally and 4.6mm proximally. It was noted the patient's vessel tortuosity was minimal. Dapt (dual antiplatelet treatment) was administered. The angiographic result post procedure showed the internal carotid artery clinoid segment aneurysm, aortic arch type: type iii arch + bovine arch. It was reported that the surgeon used a ped-4.5-16 to treat a tiny aneurysm in the clinoid segment, employing an in-situ deployment method. The stent's proximal end rivet was positioned below the anterior artery. When passing through the ophthalmic artery curve, the stent consistently twisted into a figure-8 shape. After three attempts to recapture, deploy with the intermediate catheter, and other methods, the stent remained twisted and could not be opened. To ensure surgical safety, a new 4.5-18 stent was used instead, which successfully opened, and the procedure was completed. The pipeline was used for an indication that is approved (on-label). The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event. Ancillary devices include a standard long sheath, phenom 27 microcatheter, and styker guidewire.

Event description:
Additional information was received stating that the cause of the twist and failure to open was not determined. The section of the pipeline that did not open was the middle portion. The pipeline had been placed in a vessel bend when it failed to open.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.